Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26jul2019. The product support engineer (pse) technician confirmed the reported airflow issue. The gas delivery system (gds) was returned to failure investigation (fi) and external visual inspection of the customer returned gds system revealed that this unit was missing the da board and the o2 valve solenoid with no signs of damage or contamination. The unit failed the air flow accuracy test at zero standard liter per minute (slpm) with a reading of -0.8 slpm. The unit failed the oxygen flow accuracy test at 120 slpm and 140 slpm. This failure was traced to a defective u1 on the air flow sensor pcba generating the reported failure. U1 and the eeprom on the air flow sensor pcba were both replaced to resolved the reported issue of air flow accuracy failed. This air flow sensor was reattached to the customer returned gds system and reinstalled into the fi test ventilator and the unit passed all testing. Root cause: the reported issue was traced back to a defective u1 on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed the airflow accuracy test (performance verification test 5) at the 0 standard liters per minute (slpm) setting. The customer reported there was no patient involvement.